Manufacturer narrative:
It was further noted that the issue occurred in the electrosurgical unit (esu) when the cauterizing tool coagulation button was pressed. The infinity acute care system (iacs) cockpit and m540 logs were provided which confirmed the shutdowns but could not specify the cause. The revision of system cable (which provides the connection between the m540 and the cockpit through the m500 docking station) in use during the event was requested but could not be confirmed. The customer stated that it was unknown if the involved system cable was of the latest version and the issue has not recured. The current revisions of system cables contain enhanced shielding to preserve functionality during esu use. It was recommended they check all their iacs system cables to ensure they have the latest version with the gray dot. If they do not, it is advised that they replace them to ensure the best shielding from esu devices - specifically in the operating rooms where the cauterizing equipment is typically in use. This as consistent with the use of the older version of the system cable (prior to enhanced shielding) with an esu device. If the issue occurs again and the system cable in use is confirmed to be of a revision including the enhanced shielding, another complaint will be generated.

Event description:
It was reported the m540 patient monitor and c500 cockpit display powered off during a case. The doctor had to physically press the power buttons to turn back on. There was no report of adverse patient impact.

Manufacturer narrative:
Draeger has started an investigation into this issue. A follow up report will be submitted upon completion.

Event description:
It was reported the m540 patient monitor and c500 cockpit display powered off during a case. The doctor had to physically press the power buttons to turn back on. There was no report of adverse patient impact.